Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment.

Event description:
Clinic reported a patient who developed superficial burn in the axilla 10 days post miradry treatment. Antibiotics (bactrim and bactroban) were prescribed. Culture of the affected area was taken. Negative result for organisms and anaerobes.

Manufacturer narrative:
Outcomes attributed to adverse event - removed "life-threatening." This adverse event is not considered life-threatening and unintentionally selected.

Event description:
Clinic reported a patient who developed superficial burn in the axilla 10 days post miradry treatment. Antibiotics (bactrim and bactroban) were prescribed. Culture of the affected area was taken. Negative result for organisms and anaerobes.